Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified c1. A 3.0mmx30mmx135cm sterling balloon was selected for use in a percutaneous carotid artery stenting. During the first inflation at 10 atmospheres for five seconds, the balloon burst. The device was removed with guide catheter and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone:(B)(6).

Manufacturer narrative:
A1 - patient identifier: added. A2 - age at time of event: added. A4 - weight: added. (B)(6). Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 5mm from the tip and is approximately 19mm long. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified c1. A 3.0mmx30mmx135cm sterling balloon was selected for use in a percutaneous carotid artery stenting. During the first inflation at 10 atmospheres for five seconds, the balloon burst. The device was removed with guide catheter and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified c1. A 3.0mmx30mmx135cm sterling balloon was selected for use in a percutaneous carotid artery stenting. During the first inflation at 10 atmospheres for five seconds, the balloon burst. The device was removed with guide catheter and the procedure was completed with another of the same device. There was no patient injury as a result of this event.

Manufacturer narrative:
Updated d4: lot number. Updated d4: expiration date. E1 - initial reporter phone: (B)(6). Updated h4: device manufacture date. Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 5mm from the tip and is approximately 19mm long. No other issues were identified during the product analysis.

Manufacturer narrative:
Updated d4: lot number. Updated d4: expiration date. E1 - initial reporter phone: (B)(6). Updated h4: device manufacture date.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the moderately tortuous and severely calcified c1. A 3.0mmx30mmx135cm sterling balloon was selected for use in a percutaneous carotid artery stenting. During the first inflation at 10 atmospheres for five seconds, the balloon burst. The device was removed with guide catheter and the procedure was completed with another of the same device. There was no patient injury as a result of this event.